Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 25297 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Drug therapy (prescription): no; yes. Severity: mild; moderate.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Additional information received: relationship to study device: not related, unlikely.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6). Sex: female. Age (at time of consent): 64 years. Start date: (B)(6) 2022. Alert date: 07- sep- 2022. Country of event: us. Model: lxmc16. Device lot number: 25297. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Severity: mild. Related relationship to primary study procedure: not related. Intervention/treatment: none: no. Other intervention/treatment: yes. If other specify: steroids prescribed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: according to the information received, the file states ¿dysphagia. This event was not related to the study device. Relationship to study device: not related. Relationship to primary study procedure: not related. But then it states¿ other intervention/treatment: yes. If other specify: steroids prescribed.¿ if the prescribed steroids were not given for the linx device or the linx procedure, why were the prescribed steroids given to the patient? Does the surgeon believe that the patients dysphagia is due to a primary motility disorder as apposed to the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) event: dysphagia. This event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Additional information : relationship to study device : unlikely => possible.